Event description:
The distal tip of the pronto v4 catheter became disconnected from the rest of the catheter while being used in the peripheral vascular system, actual location not specified. The tip was able to be retrieved from the body and no patient harm ensued. The pronto was used to aspirate clot in the distal left leg during an emergent case. When the operator went to remove the wire, the distal 7-10 cm of the catheter was sheared off. However, the fact that it was sheared off was not noticed at that time and the tip was left in the patient. The next day, the physician went in as planned to fix the leg. During the procedure, the physician had a balloon down and noticed that there was an extra radiopaque marker. The physician was able to snare a 8 cm segment of the pronto.